Event description:
Customer reported erroneous low access hypersensitive htsh (human thyroid-stimulating hormone) test result was obtained for one patient sample tested on a unicel dxc 600i synchron access clinical system. The initial test result was below normal range. Repeat analysis was performed. The test results were normal. The initial erroneous result was not reported out of the laboratory. Customer also reported that they had experienced on-going non-repeatable results. Data was not provided. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Customer did not provide information regarding the patient samples or instrument quality control. Field service engineer stated that this had been a long term issue for this customer. A (B)(4) specialist worked with the customer to resolve the issue. On (B)(6) 2009, the customer stated that there had been no issues for the past two weeks. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.